Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the reported event. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preparation, the proximal section of the catheter ruptured when it was heparinized. A new catheter was used to complete the procedure. The patient was receiving treatment for an acute ischemic stroke. No injury reported and the patient is currently in recovery phase.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the navien catheter and customer images were received for evaluation. Based on the provided images, device analysis and reported information, clinical observation was confirmed. The navien catheter was found to be broken. The broken ends of the navien catheter exhibited with jagged edges and stretching which indicate that the catheter separated when exceeding the tensile strength of the tubing material. It is likely the catheter shaft was torqued during preparation, subsequently causing the catheter to become broken. The product analysis does not suggest a potential or confirmed manufacturing issue; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. Per the navien IFU (instructions for use): ¿torquing the catheter may cause damage which could result in kinking and possible separation along the catheter shaft.¿ if information is provided in the future, a supplemental report will be issued.